Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with unknown mentor gel-filled breast implant that bilaterally ruptured after implantation. As a result, the patient had bilateral removal and replacement on (B)(6) 2018. Replacement implants left, catalog number: 3502501bc, serial number: (B)(4) and right catalog number :3502751bc serial number: (B)(4). This report is for one of the two.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no gel. Red material was observed within the device. Red material and gel was observed on the shell surface. During initial examination, product evaluation team observed the device severely rented; it was returned in two pieces. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. The complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing at this point it is not possible to determine the origin of the red material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on january 23 , 2023: device evaluation and investigation findings: upon receipt by mentor, the device contained no gel. Red material was observed within the device. Red material and gel was observed on the shell surface. During initial examination, pe observed the device severely rented; it was returned in two pieces. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the red material observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: according to the information received, the patient experienced a rupture in the right breast implant. During initial examination, pe observed the device severely rented; it was returned in two pieces. However, the microscopic analysis of the rent edges could not determine the root cause. No other anomalies were found. The complaint of rupture was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Given that no lot number was provided, a device history record (DHR) review cannot be performed. Therefore, this activity will be closed until further information is provided. Manufacturer¿s reference number: (B)(4).